Event description:
The customer reported that they are seeing communication loss on every tile of their central nurse's station (cns) when a patient is admitted.

Manufacturer narrative:
The customer reported that they are seeing communication loss on every tile of their central nurse's station (cns) when a patient is admitted. All affected patients were connected to transmitters. This issue occurred right after a planned generator test. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported they were seeing comm loss on every tile of the central nurse's station (cns) when admitting a patient. All affected patients were monitored on transmitters. This issue occurred right after a planned generator test. No patient harm was reported. Investigation summary: the caller was not a biomedical engineer (bme) so the troubleshooting steps that were taken were limited. It was advised that the caller escalate the issue to a bme to continue troubleshooting with nihon kohden. The next troubleshooting step suggested was to reboot the org receiver in the networking closet to reestablish connection since there was a power interruption. The caller's email was unreachable. Further details about the event were not available. The cause of the event could not be determined. There is no history of communication loss on this cns. The customer continued to use the device without recurrence of the issue. The service history for this hospital shows no other reported communication loss events around 5/5/2021. Considering the above, it is presumed that the power interruption from the generator test impacted the status of the org receiver(s). The communication loss message indications the loss of communication between the cns and the org. There were no signal loss messages reported, indicator no issues with the signal or the transmitter devices. Comm loss/signal loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss.

Event description:
The customer reported they were seeing comm loss on every tile of the central nurse's station (cns) when admitting a patient.